Manufacturer narrative:
An intuitive surgical, inc. (Isi) product has not been received for failure analysis evaluation.

Event description:
It was reported that during a da vinci-assisted thyroidectomy procedure, the tip of the harmonic ace instrument broke and fell inside the patient. The fragment tip was retrieved and confirmed with visual inspection during the same surgical procedure. No additional surgical procedure was required to retrieve the fragment. No imaging was performed. The procedure was completed robotically with a back-up instrument with less than 15 minutes of delay. There was no injury to the patient. The patient has not returned to the hospital due to any post-surgical complications.

Manufacturer narrative:
Updated fields: d9, h2, h3, h6, h11. Device evaluation: intuitive surgical, inc. (Isi) received the harmonic ace instrument to perform failure analysis. The instrument was analyzed and found to have one blade broken at the base. A piece measuring 2.0 mm x 11.20 mm in size was found to be broken off, confirming that a fragment detached from the instrument, and it was returned with the instrument. Components adjacent to this broken blade did not show damage.

Event description:
Refer to h11 for follow-up information.